Event description:
The customer alleged the audible alarm failed to sound during an alarm for condition. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and was unable to duplicate the event. The cse replaced the batteries as a precaution. The unit passed extended self-testing. It is not verified that the audible alarm failed to sound and no malfunction may have occurred. The customer verified no pt harm or injury. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.